Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: during testing, a visual inspection of the pump showed that there was evidence of moisture behind the display screen. During testing, all the keypad buttons were responsive. The pump failed a leak test due to a crack in the right corner between the display lens and pump seal. The pump cover was opened and evidence of moisture was found throughout the pump casing. Unrelated to the complaint, the display screen was dim and discolored. The vibratory alarm was inoperable; moisture was found on the vibration motor. The audio bolus button cover was torn; the button was operable during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under-responsive. It was also reported that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.